Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The litigation complaint received ad 12 mar 2024 was reviewed by the clinician. On (B)(6) 2014, the patient had a bilateral cemented total knee arthroplasty to address, bilateral knee pain and bilateral knee osteoarthritis end-stage. All components implanted were depuy products, including the cement and patella. On (B)(6) 2021, the patient was revised due to left total knee arthroplasty, to address the gross failure of the tibial tray with a well fixed femoral and patella component. Prior to surgery, the patient experienced pain, instability, and difficulty ambulating. During the procedure, the surgeon observed that the tibial tray was grossly loose and had collapsed causing significant bone loss on the anterior and lateral aspect of the tibia. During the procedure, the surgeon reported that during impaction a bone fracture along the lateral tibial cortex was noted. The tibial tray, insert, and femoral component were revised. Doi: (B)(6) 2014 dor: (B)(6) 2021 left knee.